Event description:
It was reported that during a percutaneous pta of the femoralis superficialis, the balloon was inflated 3 times at 1 2 bar and afterwards could not be withdrawn through a 6fr sheath the vessel was surgically opened (arteriotomy) & the catheter & sheath were successfully removed.